Event description:
It was reported that the tubing of an unknown secondary set split. The reporter stated that ¿after clamping and unclamping the tubing to access the IV, the tubes are split.¿ the event occurred in the CT and MRI department. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.